Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800731 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load clip at jaw when the applier would not load the clip correctly in the jaw. So full aperture was not achieved as part of the clip did not load into the jaws of the applier appropriately, hence clip fell out the applier.